Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 31-may-2020, UDI#: (B)(4); product ID: 9 77a260, serial/lot #: (B)(6), ubd: 07-mar-2020, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient had a high impedance issue, with impedances on the 0¿7 lead contacts all reported as >40,000. The high impedance was not observed on the day of surgery. X-ray imaging was performed and no obvious lead issues were identified. The issue was ongoing and unresolved, and a device revision with a planned lead revision was noted with a plan to replace the 0¿7 lead. No injury was reported. The manufacturer representative (rep) indicated they would send any further information as they become aware.